Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. It was stated that a watchdog reset and safe state occurred (occurred at 16:58 on (B)(6) 2014). It was discussed to reprogram to normal infusion mode and monitoring the patient. The alarm started that day before the report. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).